Event description:
It was reported that "on or about (B)(6) 2005" a monarc sling was implanted in the plaintiff with "the intention of treating the plaintiff for stress urinary incontinence and pelvic organ prolapse." The plaintiff's attorney alleges that the plaintiff has "suffered serious bodily injuries, including, but not limited to, extreme pain, infection, extrusion, erosion of her internal bodily tissue, bleeding additional surgeries and other injuries." It was also reported that the "plaintiff underwent surgery to remove the defective monarc on (B)(6) 2011." It was further alleged that the plaintiff has experienced significant mental and physical pain and suffering, and has required additional medical treatment and will likely undergo future medical treatment and procedures, has sustained permanent injury disability and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.